Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that pericardial effusion occurred. At the conclusion of the cardiac ablation procedure, after ablating in the right atrium (ra) with the intellanav mifi open-irrigated catheter and an intellamap orion high resolution mapping catheter. The physician removed the catheter in order to introduce an non boston scientific ultrasound catheter into the ra. Due to the extensive ablation performed, it was desired to pre-emptively visualize the heart though there had been no hemodynamic change or unexpected rhythm change. At this time, a cardiac effusion was noted. A pericardiocentesis was performed and though there was no pre-procedure baseline, the physician felt that the color of the fluid removed indicated the patient possibly had an undocumented pericarditis prior to the ablation procedure. No resistance had been felt from any of the products used during the procedure. The sheaths and cardiac drain were pulled within 30 minutes of the procedure end and the patient was awake and verbally communicating.